Event description:
The distributor reported that during the surgery, the aimer broke. According to the scrub nurse, "the surgeon chose the aimer and inserted from the tibial tunnel so that the end of the femoral tunnel placement guide slips into the over the top position. At this time, the surgeon extended the knee and changed the knee position of 90 degree, but the aimer instrument broke."

Manufacturer narrative:
Device has yet to be received for investigation. Once eval is complete, a follow-up report will be submitted.